Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during thoracic surgery, the subject device had a scope communication error e226, and the image went black. The event occurred in the first third of the surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore error 226 occurred. The most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during thoracic surgery, the subject device had a scope communication error e226, and the image went black. The event occurred in the first third of the surgery. The procedure was completed using a similar device. There were no reports of patient harm.